Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir leaked. The customer stated the infusion set does not allow insulin to be pushed through the tubing. The reservoir gets stuck. There are no alarms present. The customer does not know where the leak is coming from. The customer's blood glucose is 85 mg/dl. The product is returning.